Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a vena cava filter placement procedure, the delivery guidewire was allegedly dislocated from the filter and could not be secured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali femoral filter kit. On visual evaluation, a complete compound break was noted to the proximal end of the introducer sheath. The filter appeared to be fully deployed, with all limbs present, and no legs crossed. During functional testing, the dilator was offloaded from the introducer sheath for further evaluation and was successfully retracted. No anomalies were noted to both distal ends of the devices. The loaded touhy-borst adapter and filter storage tube were tried to offload from each other for further evaluation. Slight skiving was noted throughout the filter storage tube. No other anomalies were observed. Therefore, the investigation is confirmed for the reported detachment as detachment was observed on the proximal end of the introducer sheath. A definitive root cause for the detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the delivery guidewire was allegedly dislocated from the filter and could not be secured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali femoral filter kit. On visual evaluation, a complete compound break was noted to the proximal end of the introducer sheath. The filter appeared to be fully deployed, with all limbs present, and no legs crossed. During functional testing, the dilator was offloaded from the introducer sheath for further evaluation and was successfully retracted. No anomalies were noted to both distal ends of the devices. The loaded touhy-borst adapter and filter storage tube were tried to offload from each other for further evaluation. No other anomalies were observed. Therefore, the investigation is confirmed for the reported detachment as detachment was observed on the proximal end of the introducer sheath. A definitive root cause for the detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, hcp performed an extracorporeal flush, pre-positioned into the discovery found that the delivery guidewire was allegedly dislocated from the filter and could not be secured. Further, the pushrod line separated. The procedure was completed using another device. There was no reported patient injury.